Manufacturer narrative:
The user reported that the switch smoked. Our investigation found a small cut in the cord near the switch which caused the smoke. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.

Event description:
The user reported that the switch smoked. Our investigation found a small cut in the cord near the switch which caused the smoke.